Manufacturer narrative:
The expedium ti 8x55mm polyaxial screw (product code: 1797-12-855, lot number: rl196380) was returned for evaluation. Visual inspection showed that the tulip head had separated from the screw shank. The tulip head was found in good condition and the saddle was found in the correct place. However, the flex ball was found to have been rotated far to one side. This side featured half of its tangs compressed in towards the base of the tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the screw disassembling cannot be determined from the information and the sample returned. However, a potential cause is an unanticipated high amount of force being applied to the screw during insertion resulting in the screw head being forced though the tulip head. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was undergoing a l4-s1 posterior spinal fusion. He had hardware in at l4-5 with a broken screw at right l5. Dr. (B)(6) removed the previous hardware (all screws were 5.5 x 55mm screws) and upsized to 8.0mm screws. At l4 on the left, dr. (B)(6) put in a 8.0 x 55mm screw in the old screw hole without tapping. With 4 threads left, the screwdriver tip snapped off and remained in the t20 feature of the screw. There was still part of the t20 feature showing, and dr. (B)(6) thought he could attach a new screwdriver. This actually ended up pulling the tulip head off the screw. At that point we used a reverse thread screw extractor to remove the screw. We tapped with an 8.0mm tap and put in a new 8.0 x 55mm screw without any further issues.